Manufacturer narrative:
Product complaint (B)(4). Batch # r59l4y. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the staple that was not formed was u-shaped. The target tissue where the deployed staples were unformed was cut additionally. A leak test was performed, and no problem was observed. Then, a drain was inserted into the patient to complete the procedure.

Event description:
It was reported that during an unknown procedure, the staples of one third of the staple line were unformed at the first firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.